Event description:
Information was received from a patient who was receiving ketamine and fentanyl at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump had been rubbing on their ribs and a revision was done in (B)(6) 2017. The patient also reported that they had lost 50lbs over the last 3-4 years. The pre-op doctor asked the patient if they were ok with a manufacturer's representative (rep) sitting in on the surgery, but it was not confirmed if a rep actually attended the revision. No further complications were anticipated/reported.